Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd focalpoint¿ slide profiler lid was difficult to open and wouldn't stay up on its own. There was no report of adverse user or patient impact. The following information was provided by the initial reporter: "lid to the instrument will not stay up". "Customer reports that the hood is hard to open and does not remain open on its own."

Manufacturer narrative:
H6: investigation summary: bd quality has reviewed the complaint, service activities, and adverse event questions. The results of this evaluation have not identified any new hazards, new risks, or specific trends. DHR/bhr review is not required for this complaint. The complaint was evaluated via other elements of the investigation. H3 other text : see h10.

Event description:
It was reported that the bd focalpoint¿ slide profiler lid was difficult to open and wouldn't stay up on its own. There was no report of adverse user or patient impact. The following information was provided by the initial reporter: "lid to the instrument will not stay up." "Customer reports that the hood is hard to open and does not remain open on its own."

Event description:
It was reported that the bd focalpoint¿ slide profiler lid was difficult to open and wouldn't stay up on its own. There was no report of adverse user or patient impact. The following information was provided by the initial reporter: "lid to the instrument will not stay up" "customer reports that the hood is hard to open and does not remain open on its own."

Manufacturer narrative:
The following field has been updated due to additional information: h.6. Imdrf annex g grid: g04119 spring h.6. Investigation: this complaint alleges a failure of the hood gas springs on the focalpoint instrument (p/n 491086, s/n (B)(6). The field service engineer (fse) arrived onsite to troubleshoot the instrument. The fse noted that the hood would in fact not stay up and replaced the hood gas springs. After replacement of the springs the instrument was returned to the customer in working order. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Review of device history record for instrument serial number, fp0810 is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument fp0810 and no additional work orders were observed for the complaint failure mode reported. Root cause cannot be determined at this time as return material was not received for investigation. Complaint history for instrument performance/operation reviewed for the month of february. The upper control limit was not breached, and trends were not identified associated with this defect. No new trends, risks, or hazards were identified as a result of this complaint. The issue in this complaint does not require the initiation of a CAPA. This complaint will be included in the periodic trend review. See h.10.